Event description:
It was reported that during an in-office visit there was difficulty interrogating this subcutaneous implantable cardioverter defibrillator (s-ICD) twice. Magnet response was performed. No magnet response was reset and no beeping tones were heard. Technical services (ts) discussed troubleshooting efforts. An x-ray was performed and revealed it was twiddled. The plan is changeout the s-ICD system. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that during an in-office visit, after this subcutaneous implantable cardioverter defibrillator (s-ICD) system had been implanted for approximately two weeks, difficulty was encountered interrogating the s-ICD device. It was verified the patient had not been subjected to magnetic resonance imaging (MRI). Technical services (ts) was consulted and they recommended attempting to perform a reset of the device using magnets. Two magnets were stacked and moved in slow circles around the device implant site. A stethoscope was used to listen and no device beep tones were heard. Ts recommended device explant. Prior to device replacement, a chest x-ray was completed and it was determined the patient had physically manipulated their device (i.e., twiddler's syndrome). This s-ICD system was explanted, replaced, and this s-ICD was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This s-ICD was analyzed upon receipt at our post market quality assurance laboratory. Visual examination identified an arc mark on the exterior of the device case, suggesting a high energy shock was shorted to the device case. The s-ICD could not be communicated with, did not exhibit wake up pulses and did not exhibit tones. Based on the reports that the patient implanted with this device manipulated their device through the skin, the most probable root cause is the associated electrode was dislodged and was in close proximity to this s-ICD when a shock was delivered. The shock energy appears to have shorted to the device case and caused electrical damage to the s-ICD and resulted in the inability to communicate with the device.